Manufacturer narrative:
This supplemental report is being submitted to update the follow-up type update the event problem and evaluation codes and update the investigation results. The complaint was investigated of the sc2000 ultrarsound system freezes and prompts an acquisition error when the transducer is connected. The defective transducer was returned, and investigation was performed. The system error was reproduced during the investigation. The cause of the error was determined to be gastro flex thermistor fault, caused by insufficient reliability; this issue is related to design. The improvements to the gastro flex trace were implemented into forward production, since (B)(6) 2017. The defective transducer returned from the customer site was manufactured prior to the corrective action. The issue at the customer site was resolved by providing a replacement transducer via the service process.

Manufacturer narrative:
This issue is under investigation. A follow-up report will be submitted when the investigation results are available.

Event description:
It was reported that the z6ms transducer turns down at the moment the customer connects to the system. No additional information was provided.